Event description:
An attorney reports that client alleges permanent and uncorrectable vision problems following lasik surgery due to "manufacturing defects" of the device. Plaintiff alleges they have "reduced visual acuity, central visual field defects, halos, starbursts, glaring, double vision and ghosting images" the plaintiff alleges their vision is not correctable by spectacles and/or contact lenses and their prognosis is unknown. Additional information has been requested.